Manufacturer narrative:
Block h6: imdrf device code a140507 captures the reportable event of reflux within device.

Event description:
It was reported to boston scientific corporation that hydra irrigation tubing was used in an unknown procedure performed on (B)(6) 2024. During the procedure, the water flew back during irrigation. It is unknown how the procedure was completed. There were no patient complication as a result of this event.